Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous common iliac artery. Post deployment of a 10x40mm non-bsc stent, a 9.0 x 20, 75cm mustang¿ balloon catheter was advanced for post dilatation. There was no kink or resistance encountered during the procedure. Upon advancing, the device seemed to came into contact with the edge of the non-bsc stent and when physician was to inflate the balloon, it was noted the balloon ruptured. The device was completely removed from the patient. The procedure was completed with placement of a 9x40mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: an examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully. The balloon was inflated and deflated on three more occasions with no anomalies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous common iliac artery. Post deployment of a 10x40mm non-bsc stent, a 9.0 x 20, 75cm mustang¿ balloon catheter was advanced for post dilatation. There was no kink or resistance encountered during the procedure. Upon advancing, the device seemed to came into contact with the edge of the non-bsc stent and when physician was to inflate the balloon, it was noted the balloon ruptured. The device was completely removed from the patient. The procedure was completed with placement of a 9x40mm non-bsc stent. No patient complications were reported and the patient's status was good.